Manufacturer narrative:
The return fields in (B)(4) state: custom power wheelchairs. Other. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional testing- the tdxsp could not be powered on in its "as received" state. Therefore, no functional testing could be performed. Conclusions- utilizing existing complaint information of the returned tdxs power wheelchair in its "as received" condition, the complaint of the wheelchair catching fire could neither be confirmed nor refuted. However, the damage to the joystick cable was consistent with an electrical short that likely resulted from the cable being pinched/flattened in the wheelchair suspension. The likely cause of the pinching/flattening was improper rerouting of the cables. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The return fields in (B)(4) state: custom power wheelchairs. Other. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: functional testing- the tdxsp could not be powered on in its "as received" state. Therefore, no functional testing could be performed. Conclusions- utilizing existing complaint information of the returned tdxs power wheelchair in its "as received" condition, the complaint of the wheelchair catching fire could neither be confirmed nor refuted. However, the damage to the joystick cable was consistent with an electrical short that likely resulted from the cable being pinched/flattened in the wheelchair suspension. The likely cause of the pinching/flattening was improper rerouting of the cables. Dealer advised end user was in driveway and the wires down by the controller caught fire.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised end user was in driveway and the wires down by the controller caught fire.